Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was obstructed; the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, and the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant. It was also noted that the stylet could not be removed. The lead was thoroughly analyzed in an attempt to find any sign of an insulation breach. An insulation breach was not observed, and all electrical testing was within specified parameters. The distal conductor could only be visually analyzed due to the stuck stylet. The lead was inadvertently stretched by the analyst while attempting to remove the stylet. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, patient anatomy, long procedure length and blood having collected inside the left ventricular (lv) lead prevented it from being further advanced. The attempted lead, which was past its use before date, was removed and replaced with a new lv lead. It was further reported that post-implant, the patient received an inappropriate shock due to "broken" insulation of the right ventricular (rv) lead. The rv lead was also removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.